Event description:
It was reported that a motor issue was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for motor issues. During visual evaluation, cracked on right plunger case and battery door damage was identified. During analysis, the reported issue was able to be duplicated. The event history log was reviewed and motor not running was found during the review. Based on the evidence, the complaint was confirmed. The issue is the main board was found misaligned from extrusion groove. This issue is a result of the customer's impact to the device. Service realigned the main board. Service also performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.